Event description:
A complaint received, reporting that the samples were used on two different patients in the intensive care unit and the hospital ward for prevention. Twenty four hours later when the samples were removed the patient's skin was very red.